Event description:
It was reported that atrial oversensing was observed and the grommet "surface" was damaged. The device was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned device found no anomalies. Visual analysis noted blood in/on the helix/lobe mechanism and sleeve head, the helix/lobe is distorted/bent and the defib conductor is distorted. Damaged at implant.